Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) levels were 123-336 mg/dl with moderate ketones and a correction bolus via the pump was delivered to address the high bg levels and had changed out the site. Reportedly, the customer stated in on one occasion had only 5 units remaining the cartridge when the occlusion alarm occurred. The customer had reported having a lot of scar tissue. Tandem technical support (cts) was unable to perform a system check for the occlusion alarms in the past. While contacting cts the customer declined performing a system check. The customer reported changing out the site and resuming insulin delivery.